Event description:
It was reported during a cysto procedure the balloon "broke". A uromax ultra balloon catheter had been advanced to an unspecified location. While attempting to inflate the balloon catheter, with the inflation device included in the kit, the balloon "broke". The procedure was delayed 5 minutes. The procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "fine".